Event description:
Patient was hospitalized for hypoglycemia. It was initially reported the diabetes counselor thought the insulin delivery of the infusion device was too high. It was then reported the patient received stationary treatment "due to a handling error" and no allegations were made against the infusion device system. No product will be returned for evaluation, and no additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.